Manufacturer narrative:
A surgery database performance verification was conducted on this system. The analysis determined that the laser performance factors analyzed were operating within specification at the time of this pt's surgery.

Event description:
A surgeon provided pt data with a request for assistance in preparation of a platform presentation. Review of the spreadsheet of pt data provided, showed 3 eyes with a decrease in bcva greater than or equal to 2 lines. This report is being submitted for one pt who experienced a 2-line decrease in the right eye at 1 & 3 months post-op. The other 2 eyes are being submitted under the following MFR numbers: 1061857-2007-00093. 1061857-2007-00095. Additional info has been requested.